Event description:
It was reported that, on (B)(6) 2011 a bilateral patient received a left r3 tha system. After the initial surgery, the patient alleged the following complications and injuries as a result of the components implanted: severe pain, limited mobility, dislocations, metallosis, adverse local tissue reaction and elevated cocr levels. A revision surgery was performed on (B)(6) 2021 in order to explant and replace the shell, liner and femoral head. It is unknown if the stem was retained. The patient claims to have permanent injuries that will require medical care in the future. She continues to suffer great physical and mental pain, and has been unable to participate in many of the activities in which she engaged prior to said surgery.

Manufacturer narrative:
This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.